Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 14 atms [rbp] on the third inflation. (The number of atms reached on the initial inflation was 6 atms, but the number of atms reached on the second inflation is unknown.) The pt was asymptomic during this event. The lesion being treated was a calcified, 99% stenotic lesion in very tortuous left circumflex coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a miracle 3g guidewire and a 7 fr brite tip jl4 guide catheter to cross the lesion. The distal lesion was predilated with a sprinter balloon for placement of an express2 stent. The maverick2 monorail balloon was removed and completed the procedure with successful delivery and deployment of the express2 stent. No pt injuries or complications were reported. Pt status is reported as 'good'.